Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal the tampons fell apart leaving pieces inside. Consumer does not think she was able to remove the remaining pieces and does not plan to seek medical attention.